Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting a beeping tone after a shock was delivered. The charge time was noted to be 14 seconds and the physician performed a manual capacitor reformation and battery test. Afterward the charge time was 10 seconds and the battery status was eri. The ventak model 1550 ICD will emit a continuous tone, audible when charging, when the ICD has reached the mid-point between elective replacment time (ert) and end of life.